Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 9610816-2019-00070 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor showed a speaker malfunction inop message, and the speaker did not produce sound. The device was in use monitoring the patient at the time of the event.